Event description:
Ventral hernia repair was completed utilizing composix mesh. Patient did well and was released five days after the operation. Several weeks later, the patient presented with complaints of redness and pain in abdomen and was admitted for antibiotics. Pain and redness progressed and surgery performed approximately four weeks from initial procedure, demonstrated a frank infection of the composix mesh, and all mesh was removed. The area of infection presented at the furthest corner of the mesh in one of the prior hernia defects, not in the midline wound. In fact, the midline wound was completely healed (skin and fascia) and the 4-5 cm rim of the mesh sewn (underlay) to the muscle and fascia had to be sharply excised because it was incorporating into the muscle layer. The entire mid-portion of mesh to the upper corner was bathed in pus between the superficial layer of mesh and the healed wound. The undersurface had no infection at all and there were no injuries to the bowel (primarily or at explantation of mesh).====================== manufacturer response for repair patch implant abdominal, patch, composix lp mesh 10.2 x 13.2 (per site reporter)======================manufacturer quality management requested information from us about the device, procedure and patient. We have provided only information about the implant and what we found at the wound.

Event description:
Ventral hernia repair was completed utilizing composix mesh. Patient did well and was released five days after the operation. Several weeks later, the patient presented with complaints of redness and pain in abdomen and was admitted for antibiotics. Pain and redness progressed and surgery performed approximately four weeks from initial procedure, demonstrated a frank infection of the composix¿ mesh, and all mesh was removed. The area of infection presented at the furthest corner of the mesh in one of the prior hernia defects, not in the midline wound. In fact, the midline wound was completely healed (skin and fascia) and the 4-5 cm rim of the mesh sewn (underlay) to the muscle and fascia had to be sharply excised because it was incorporating into the muscle layer. The entire mid-portion of mesh to the upper corner was bathed in pus between the superficial layer of mesh and the healed wound. The undersurface had no infection at all and there were no injuries to the bowel (primarily or at explantation of mesh).====================== manufacturer response for repair patch implant abdominal, patch, composix lp mesh 10.2 x 13.2 (per site reporter)======================manufacturer quality management requested information from us about the device, procedure and patient. We have provided only information about the implant and what we found at the wound.